Event description:
It was reported that the patient allegedly sustained severe injuries and damages resulting from a spinal fusion surgery using rhbmp-2/acs, including but not limited to cauda equina syndrome, multiple seromas, urological problems, bilateral numbness and severe pain in the lower extremities, left foot drop, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent c3 to c6 posterior cervical fusion. Use of autograft. Use of allograft. Use of bmp. Preoperative diagnosis: cervical osteoarthritis with degenerative disease and vertebral artery compromise with head turning. Per-op notes: ¿after screw placement, the joint spaces between c3-4, c4-5 and c5-6 were decorticated using the drill and packed with a mixture of the patient¿s own bone taken from the spinous processes posteriorly along with bone graft augmentation material. After all the screws had been placed, a 3.2mm rod was cut and fitted into the screw heads and cap locks were placed. The remainder of the spinous process/bone graft material was applied and an additional bmp medium rhbmp-2 sponge was placed.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior cervical fusion of the c2-c7 discs using rhbmp-2/acs. After awakening to significant pain and swelling of the neck, the patient returned home. However, the pain did not subside, and on (B)(6), 2011, the patient underwent another procedure in her neck to clean and reduce the swelling, as well as potentially remove the bmp. The patient now suffers from injuries, including but not limited to cauda equina syndrome, multiple seromas, urological problems, bilateral numbness and severe pain in her lower extremities, left foot drop, and emotional distress and mental anguish.